Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012, follow-up #1: the pump was evaluated by product analysis on (B)(4) 2012 with the following results: testing confirmed the contrast, ok, down buttons are intermittently responsive. The keypad was removed keypad and contamination found under the button contacts.

Event description:
The patient contacted animas on (B)(6) 2012 and stated the keypad buttons were sticking and intermittently unresponsive. No other information is available at this time. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.